Manufacturer narrative:
The device was received for investigation. The reported problem was confirmed. The balloon was observed to be ruptured. While the reported event was confirmed, the exact root cause of the balloon rupture could not be determined. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. The IFU states: complications associated with the use of embolectomy catheters include, but are not limited to: systemic infection, local hematomas, intimal disruptions, arterial dissection, perforation and rupture, hemorrhage, arterial thrombosis, distal emboli of blood clots or arteriosclerotic plaque, air embolus, aneurysms, arterial spasms, arteriovenous fistula formations, and balloon rupture or tip separation with fragmentation and distal embolization. Note: this is report 2 of 2 related to the second catheter used in the event. Report 1220948-2023-00214 was submitted for the first device involved in this event.

Event description:
It was reported when the catheter was prepared and the air inside the balloon was removed with normal saline, the balloon easily ruptured. The issue occurred with 2 catheters. Another catheter of the same size was prepared and the procedure was successfully completed using the replacement. No injury was reported to the patient. Note: this is report 2 of 2 related to the second catheter used in the event. Report 1220948-2023-00214 was submitted for the first device involved in this event.